Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached defib paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The device's multi-function cable was removed and returned. The malfunction was duplicated and associated to an open between two pins.